Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed pump, programmed with multiple boluses, and monitored for three (3) days. All boluses delivered properly and were listed in the bolus history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Detailed trace files, long trace files, and carelink pro report show that the bolus wizard was manually programmed at 9:02 am and 10:13 am on (B)(6) 2017 for the max allowed carbs (300 g) with a total calculated bolus of 42.8 units each. Verified the max bolus delivery was set to 20 units. The pump did not allow a manual bolus delivery programmed to exceeds the max amount (20 units) and when the bolus wizard is used to calculate the amount over the max bolus amount set (20 units) the pump displays a warning screen telling the user the calculated bolus delivery exceeds the programmed max amount and automatically reduces the value to equal the max amount. No unexpected bolus deliveries, deliveries that exceed the programmed max amount, or bolus wizard programming/delivery errors noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent reported via phone call that the customer's pump delivered a bolus without being programmed. The customer¿s blood glucose level was 61.2 mg/dl at the time of the call. The customer was at school and when they started feeling unwell, their teacher checked and saw that the pump had delivered 42.8 units. Customer was given food and glucagon to treat. Troubleshooting was performed and the customer's parent states the maximum bolus is 22 units. The customer discontinued use of the insulin pump and decided to revert to their back-up plan. The insulin pump will be returned for analysis.